Event description:
Caller states patient tested 5.7 inr on the coaguchek xs system while a comparison lab returned as 4.0 inr. Patient was taken to the hospital based on lab value, low hematocrit, and reported inr results. No adverse event related to the device was reported. Requested return of suspect system, and replacement was sent.

Event description:
A catheter broke off inside a patient and had to be surgically removed.